Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the pt: on (B)(6) 2007: pt underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh, was implanted to repair the hernia defect. On (B)(6) 2010: the pt underwent surgery to remove the mesh because of persistent abdominal pain. The patch was removed in its entirety.